Manufacturer narrative:
Email: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "I was certain something was wrong, and therefore made a doctor's appointment right away to check out whether I had punctured an implant".

Event description:
Patient reported "I woke up and noticed that my right breast did not look and feel the same. I was certain something was wrong, and therefore made a doctor's appointment right away to check out whether I had punctured an implant" and "visually and by touch, there is a noticeable difference." Device remains implanted.